Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The canister drain o-ring was replaced, and the unit was returned to service. No report of patient involvement. (B)(6).

Event description:
The hospital reported a large leak in bag mode discovered during preuse checkout. There was no report of patient involvement.